Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and the device operated as intended.

Event description:
It was reported that a patient underwent a laparoscopic assisted supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade didn´t rotate. The procedure was finished successfully with a same like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.